Event description:
It was reported that shaft break occurred. During unpacking of a 3.00x24mm synergy ii drug-eluting stent, it was noted that the device was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.